Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, after the coronary sinus was cannulated the balloon tip catheter was advance and a perforation of the coronary sinus was identified. A second sheath was placed to help identify the source of the cardiac perforation and the patient became unstable and pulseless electrical activity was noted. Resuscitation efforts were commenced but were unsuccessful and the patient deceased. The leads were all removed. There is now known allegation from a health care professional that suggests that the death was device related. The cause of death was due to coronary sinus perforation. No additional information was reported.